Manufacturer narrative:
On september 28, 2025, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with a 350cc mentor memorygel breast implant and experienced a rupture and late onset seroma on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025 and replaced with a 350cc mentor memorygel breast implant (catalog number 3503501bc) with lot number 2026294. At this time, the results of cytology report have not been provided.

Manufacturer narrative:
On january 09, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. A microscopic examination was performed and instrument damage was not found on the area of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient identifier has been updated to (B)(6). The patient's date of birth was reported to be in may of 1977. The patient's sex was updated to female. Manufacturer¿s reference number: (B)(4).